Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken/damaged was due to the resistor, front cover, rear case, left/right handle, barrel clamp, tube drive, wiper seal, bottom plate carriage and left/right iui. Replaced resistor, front cover, rear case, left/right handle, barrel clamp, tube drive, wiper seal, bottom plate carriage and left/right iui. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/26/2009 to the present date 10/16/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.